Event description:
The customer reported on (B)(6) 2025 during the power-on self-test (post), the thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages. It is unknown if there was any patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.